Event description:
Pt found to have infection 1.5 months post-op. Cultures taken and results were positive for strep b, staph aureus and mrsa. Patient required a revision surgery to remove the graft and all other implanted hardware. This device is used for treatment.